Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the sensor low glucose alarm did not sound, and the customer was unaware of changes in glucose levels. As a result, the customer experienced fatigue and was unable to self-treat. The customer had contact with a non-healthcare professional (non-hcp/caregiver) who administered 10 ml ampoule of oral glucosprint for treatment. There was no report of death or permanent impairment associated with this event.